Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. . It was reported that patient faced infusion set tubing damaged which resulted in leakage event on (B)(6) 2024. The infusion set was in use for 30 minutes. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.